Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. (B)(6).

Event description:
Customer allegedly received the following results, with two different meters, within 10 minutes: 203 mg/dl, 273 mg/dl, 134 mg/dl (compact plus system 1) and 57 mg/dl, 78 mg/dl (compact plus system 2). Customer felt hypoglycemic with the readings. Customer self-treated with juice and soda, and felt better. No actions taken based on device results. No adverse event reported. Requested return of suspect device and strips, and replacement was sent.